Event description:
It was reported that the perforator bit (part. #5100-060-001) never stopped and tore through the patient's dura during a cranial procedure. It was further reported that the procedure was successfully completed and no further adverse consequences were reported.

Manufacturer narrative:
The device subject to this event was not returned to the manufacturer for evaluation. Lot number details are not available to assist further investigation. The root cause of this failure is undetermined.